Event description:
It was reported that the physician could not connect the pacemaker to the leads. There was a problem with turning the setscrew. There was no complaint on the leads. The pacemaker was exchanged and the procedure was completed. The patient was stable.

Manufacturer narrative:
The reported event of setscrews could not be tightened was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the torque wrench into the atrial setscrew inset. This caused the wrench to strip the inset. When the inset is stripped the setscrew cannot be tightened. The user then forced the wrench into the setscrew inset trying to engage it but the corners of the wrench were being wedged into the inset walls so that the wrench became stuck in the setscrew and then pulled out of the device through the septum with the wrench. Analysis of the ventricular setscrew also showed incorrect wrench insertion. The wrench was not being aligned to go into the setscrew inset. The wrench could not engage and tighten the setscrew due to the incorrect insertion of the wrench. Both setscrews could not be tightened due to these user related issues. No device anomalies were found.